Event description:
Procedure performed: appendectomy. Event description: during the laparoscopic appendectomy they casually found the transparent piece of the trocar inside the cavity. Patient status: fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection of the photo confirmed the complainant¿s experience of a dislodged shield. Based on the photo provided and similar events, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: appendectomy. Event description: during the laparoscopic appendectomy they casually found the transparent piece of the trocar inside the cavity. Additional information received from applied medical representative via email 5sep22: all pieces were retrieved from the patient. Grasper was being used at the time of the incident grasper and bipolar were used prior to the incident. Or supervisor doesn't know if any internal seal components removed or cut in order to inspect the damaged component. Surgeon was able to remove the piece. Type of intervention: surgeon was able to remove the piece. Patient status: fine.